Event description:
The patient was implanted with an inflatable penile prosthesis. It was reported that the patient was experiencing "unwanted inflation that lasts for days at a time and has difficulties deflating the device". It was also reported that when the patient is able to deflate the device, it will inflate spontaneously after a "short period of time", which is "extremely uncomfortable". The patient continues to have "loss of sleep and pain from continued erections". No add'l complications have been reported in relation to this event. The patient had an appointment with dr (B)(6), on (B)(6) 2013. The dr (B)(6) recommended to "work it 3 times a day". On (B)(6) 2013, the patient went back to see the doctor, but dr (B)(6) was not available. It was reported that dr (B)(6) will see the patient in 6 months.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.